Event description:
A customer was unable to receive sensor scan results, due to an error message of ¿scan again in 10 minutes¿ received on the adc freestyle libre. On (B)(6) 2019 the customer experienced a symptom of ¿shaking hands¿ and paramedics treated her with a ¿tube¿ of glucose. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating initial factory state).the sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. No malfunction or product deficiency was identified. No further investigation required

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer was unable to receive sensor scan results, due to an error message of ¿scan again in 10 minutes¿ received on the adc freestyle libre. On (B)(6) 2019, the customer experienced a symptom of ¿shaking hands¿ and paramedics treated her with a ¿tube¿ of glucose. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.